Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
During the procedure, it was reported the implant coil could not be detached properly. The coil was removed from the patient and another coil was used to complete the procedure. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pusher assembly was returned for evaluation without the instant detacher. The pusher assembly was broken three segments (not at the location for manual detachment) and they were not retained together by the pushwire. The implant coil was also still attached to the pusher assembly. During the evaluation, the pusher assembly was broken distal to the broken location and the released wire was pulled causing the implant coil to detach as intended. The evaluation could not determine the cause of the reported event; however, the pusher assembly was broken in the incorrect location may have contributed to the reported event. All devices are 100% inspected for damages and irregularities during manufacture. Per the axium instructions for use (IFU), the user is instructed to break the pushwire distal to the break indicator for the manual detachment method (via hypotube). (B)(4).